Event description:
Reporter indicated a vns (B) (4) handheld computer would not hold a charge. The (B) (4) computer has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.